Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte 24ga x 0.75in catheter broke. The following information was provided by the initial reporter: patient in critical conditions which required 2 peripheral venous accesses. Initially 2 of 24g catheters are requested. The patient with difficult venous access required 2 punctures in each access. The catheters only allow one puncture attempt, the second attempt decreases its quality. The needle stayed dull and the silicone tube breaks easily, in addition to the length that is longer than the size of neonatal veins. For this reason, more catheters were requested and the patient was punctured again.

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte 24ga x 0.75in catheter broke. The following information was provided by the initial reporter: patient in critical conditions which required 2 peripheral venous accesses. Initially 2 of 24g catheters are requested. The patient with difficult venous access required 2 punctures in each access. The catheters only allow one puncture attempt, the second attempt decreases its quality. The needle stayed dull and the silicone tube breaks easily, in addition to the length that is longer than the size of neonatal veins. For this reason, more catheters were requested and the patient was punctured again.